Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that during the load stage, the pump emptied half of the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2014 with the following findings: the black box did not record any load step malfunctions. There were non-zero loss of prime events observed. There were no alarms during the investigation. The force sensor calibration reading was low. The pump was opened and removed from the case and a force sensor flex trace was cracked at the pin.